Event description:
Pt. States pump stopped in the middle of his first syringe. Has had pump for over 1 year at this point, pump most likely at end of life cycle (he states that he had issues last week as well). New pump was sent out and patient will infuse his dose when new pump is received. Dose or amount: 20 g, frequency: qweek, route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: d83.9.